Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the lead for his bundle pacing, the dedicated slitter was not prepared for the procedure. The physician instead used a surgical knife to slit the delivery catheter and the lead was scratched. The lead was removed and a new catheter was used to implant a new lead. No patient complications have been reported as a result of this event.